Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, and broken belt clip slot. Unit was received with cracked reservoir tube lip, cracked lcd window, and cracked end cap.

Event description:
The customer reported via phone call that the insulin pump had a crack on the battery compartment. Part of the insulin pump broke off. Customer's blood glucose level was 68 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.